Event description:
Ophori, o., ballestas, e.; martinez-arizala, a. Poster 375: dorsal column dysfunction following revision of spinal cord stimulator. Pm <(>&<)>r 2013:5(9s):s268-s269 summary: case report of one (B)(6) old male patient with chronic back pain and left lower extremity pain that did not have sensation and could not void following a spinal cord stimulator (scs) replacement surgery. This case highlights an infrequently seen type of spinal cord injury and this is the first reported case of pure dorsal column defect following spinal cord stimulator placement. Reported event: one (B)(6) old male patient with chronic back pain and left lower extremity pain had his spinal cord stimulation (scs) device replaced via a t9/t10 laminotomy. Further information has been requested; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
The actual event dates were not provided. This date is based on the date of publication of the article. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).